Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-01143.

Manufacturer narrative:
This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-01143 and 1225714-2013-01144. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleges that the patient received dialysis treatment and soon after experienced a heart attack and cardiac arrest. The patient allegedly expired the following day.